Event description:
It was reported by the customer that the cutter motor and vacuum failed to turn off during biopsy procedure. The customer states that multiple attempts were made to retrieve specimen but eventually aborted and patient sent home.